Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported an over-infusion of insulin occurred with a colleague triple channel pump and baxter tubing during a patient infusion of insulin (dose, rate, volume and concentration unknown). The blood glucose level dropped to 54. A 50% dextrose bolus (dose unknown) was required to stabilize the patient's blood sugar level. The physician had ordered that all medications be discontinued for this palliative care patient. The intravenous medications had been discontinued on two channels. The nurse thought that the insulin was not connected to the patient. The nurse removed the tubing from the pump without shutting off the roller clamp. The blue slide clamp reportedly did not close when the nurse removed the tubing from the device, allowing a free-flow of insulin to the patient. The tubing was discarded.